Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is /is not a relationship of the device to the reported problem. The failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the device will not power on. There was no patient involvement reported.